Event description:
According to the report, bioglue was used in 8 patients and 2 of the patients acquired a post - operative infection. One patient was a (B)(6) male and the other was a (B)(6) female. In all 8 cases bioglue was used in conjunction with durapair patch manufactured by medtronic. The cases were both open craniotomies and bioglue was used correctly per the international IFU (both events occured in (B)(6)). This report represents the first of the two alleged events.

Manufacturer narrative:
An investigation has been initiated and any additional information will be submitted in a follow-up report.

Manufacturer narrative:
According to the report, bioglue (lot numbers unknown) was used in eight patients and two of the patients acquired a post-operative infection. One patient was a (B)(6) male and the other was a (B)(6) female. In all eight cases, bioglue was used in conjunction with durepair patch manufactured by medtronic. As such, an investigation was performed. A review of the durepair IFU indicates that durepair must be moistened or wet upon application. In contrast, bioglue requires a relatively dry surface for maximum efficacy. The bioglue IFU precautions against using bioglue in a surgical field that is too wet. Additionally, the durepair IFU warns against use of durepair with sealants and states "animal study results suggest that the foreign body response associated with the use of sealants and hemostatic agents in conjunction with durepair may be more pronounced than use of durepair alone. This response may increase the incident rates of known risks of dura substitutes, particularly in high pressure gradient applications. If intending to use ancillary products with durepair, ensure the products are applied in accordance with their instructions for use." Bioglue is terminally sterilized and it is highly unlikely that an organism was introduced via the application of bioglue. The available information does not indicate bioglue contributed to the reported infections. Furthermore, it does not appear that either product was used in accordance with their instructions for use. No further action is warranted at this time.